Event description:
Biomet orthopedics received preliminary clinical data regarding patients enrolled in a clinical study. It was reported that patient underwent right total hip arthroplasty on an unknown date and that a subsequent revision procedure occurred on (B)(6) 2010 due to infection. A review of invoice history confirmed that a hip revision procedure took place on (B)(6) 2010 where a constrained hip was implanted. Invoice history further confirmed the constrained hip components were removed and replaced during the revision surgery on (B)(6) 2010. An invoice for the initial total hip arthroplasty could not be located and it cannot be confirmed if a biomet hip was implanted originally. Additional information received in patient medical records indicates the patient underwent total hip arthroplasty in 2009 where cables were also implanted to reduce a trochanter fracture. It is still unknown as to whether or not a biomet hip was implanted initially. Revision operative notes from the procedure that occurred on (B)(6) 2010 indicates that all hip components were removed and replaced with competitor cement spacer molds due to infection which was secondary to dislocation. During the revision procedure, an irrigation and debridement was performed and the cables were removed. Operative notes from the procedure that took place on (B)(6) 2010 indicate that it was performed to remove the cement spacers and re-implant a total hip. The medical records from the re-implantation procedure confirm that a biomet constrained liner and head were implanted with competitor components.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. The product identification necessary to review manufacturing history was not provided. The following sections could not be completed with the limited information provided: product identification/expiry date. Date implanted - the reported date of implantation was 1999; however, an exact date was not provided. Manufacture date. This report is number 3 of 3 mdrs filed for the same patient (reference 1825034-2014-00631, 00632 & 03383).